Manufacturer narrative:
There was no reported pt impact associated with this event. The distributor was unable to provide the pump model or serial number associated with this event. The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the pump was hot to the touch.